Event description:
Additional information was received on date 05 jul 2023: the procedure performed prior to the tr band was a left heart catheterization. The device was not the manipulated before use in any way pre-use or during storage. The product is stored according to the manufacturers guidelines. A glidesheath slender was used in the access site. Hemostasis was achieved by manual pressure and a second tr band. The blood loss amount is unknown.

Manufacturer narrative:
This report is being sent as follow-up # 1 to provide additional information in section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) cannot be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the involved tr band lost air after being placed the patient wrist during recovery. An additional tr band was required and placed proximal. The patient condition was stable. The procedure outcome was successful. The event occurred post-treatment. The patient was not injured, medical or surgical intervention was not required.

Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number . D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. The actual device was not available for returned; therefore, an evaluation of the actual device will not be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.